Manufacturer narrative:
The service rep reloaded software as a precaution. System operating as intended.

Event description:
The customer reported, the 6800 system would intermittently lock up at the "ge" screen on boot-up.